Manufacturer narrative:
The investigation determined the event was due to replacing an existing test with another test with the same ID. The investigation found in the customer's configuration the tacrolimus (prograf) test was assigned the ID (B)(4). After importing the master file, this same ID (B)(4) was replaced by a new test called ahiv run 1 coi. This replacement of the test with another test using the same ID was the cause of the issue. There was no malfunction of the cobas infinity software.

Manufacturer narrative:
The investigation is ongoing.

Event description:
There was an allegation of incorrect results in the cobas infinity lab core software after optimization. The results for tacrolimus were assigned to the ahiv test for patient samples. One example was provided of an original tacrolimus result of 6.520 pg/ml. After optimization, the result was 6.520 pg/ml for the test ahiv. No incorrect results were reported outside of the laboratory. The correct results were in the customer's laboratory information system (lis).